Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and a hybrid anomaly was noted. The cause of the field event was due to a hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a long charge time anomaly observed on the device. No further information.